Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit cards. System operates as intended.

Event description:
Customer reported intermittent poor image qual. No pt injury was reported.